Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the handle was hard, the jaw was not open. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). During our investigation and testing, we were not able to confirm the reported problem. The product met its specified requirements. Please be assured that we have reviewed our internal quality records associated with the involved product and no inconsistencies have been found.

Manufacturer narrative:
(B)(4). Additional analysis information during the functional testing of the device, opening and closing of the jaws by hand, we were able to be operated the device, as the jaws did fully open and close. It was noted that there was a slight resistance to the opening of the jaws when the bi-lumen was being drawn over the humps of the electrodes. This however did not prevent the jaws from opening. In the enclosed photograph the dimension of the bi-lumen with the jaws open is with in spec (0 - .090 max). If the bi-lumen is too long this may prevent the jaws from fully opening.

Event description:
Initial reporter indicated that their dell x5 handheld computer will not hold a charge. The handheld is always left plugged in when not in use and did not last through a patient interrogation session. The product is at manufacture pending completion of product analysis.